Event description:
The customer's mother reported on (B)(6) 2013 at 08:30 pm her daughter's blood glucose was reading "high" (>500 mg/dl) and she gave a correctional bolus of 1 unit of insulin. About an hour later her bg never came down (exact bg level not provided) so she gave her a manual injection of 1.5 units of insulin. She also was having a headache and was throwing up. The pod was then removed where she noticed there was no cannula coming out of the pod. Mother also stated that when she shakes the pod she could hear something rattling inside the pod. She had no recent changes to her diet or exercise.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.